Manufacturer narrative:
Results: stent fracture. Lesion morphology. No results available since no evaluation performed. Device or procedural images not provided for review evaluation codes, conclusions: lesion morphology. 100% stenosis and calcification. Stent fracture. (B)(4).

Event description:
The physician delivered two resolute integrity drug eluting stents to a calcified lesion in the rca with 100% stenosis. The lesion vessel diameter was big in some area. Stent malapposition in some area was confirmed. Approximately 6 months post index procedure the physician was carrying out a non-target vessel revascularization of the lcx and the cag suggested stent fracture at rca. There was an aneurism which had been confirmed prior to rsint deployment and it became bigger. A part of strut was not able to be confirmed by images. Poba performed using 4.0mm balloon catheter. No symptoms reported.